Event description:
It was reported that a novasure endometrial ablation was attempted on a pt whose uterus was found to be "extremely anteverted". The physician proceeded with seating the novasure device, achieving a width of 2.3cm, and encountered several unsuccessful cavity integrity assessment (cia) tests. She removed the device, performed a hysteroscopy, and verified "two small holes at the uterine wall". No treatment was needed for these perforations. The pt was discharged home and reported to be "fine" as of (B) (6) 2010. A hysteroscopy was performed prior to the attempted ablation, as was a dilatation and sounding with a metal sound (not a hologic device). It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Serial number of the disposable device not provided by the complainant. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned; therefore, a failure analysis of the complaint device can not be completed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU), warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. According to the instructions for use (IFU) contraindications: a pt with a uterine cavity width less than 2.5 cm, as determined by the width dial of the disposable device following device deployment. According to the instruction for use (IFU) precautions: patients with a severly anteverted uterus are at greater risk for uterine perforation during any uterine manipulation. (B) (4).